Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received appropriate anti-tachycardia pacing for an episode of atrial arrhythmia with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as fast ventricular tachycardia (vt). Additionally, the right atrial (ra) lead exhibited undersensing that caused false termination of episodes. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.